Event description:
It was reported that there was a pump issue. A pump refill was performed on a pt that was a pt of an outside physician and then transferred his care to another physician's office. The pump had been filled several days prior utilizing the concentrations that had been noted in the pump. The medication was obtained apparently by the physician, and then the pump was refilled. Shortly after having the pump refilled with this new medication, the pt experienced signs of overdose and went to the emergency where he was stabilized and admitted to the hospital. The physician aspirated the catheter and the reservoir, and did a reservoir rinse times two, and then performed two priming boluses of the catheter with aspirations of the catheter after each priming bolus. Apparently, the concentrations of the drug from the original physician that he had noted in the pump were not the actual concentrations of the drug which then subsequently led to the pt's situation. There appears to be no significant sequela.